Manufacturer narrative:
One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient underwent a percutaneous transluminal angioplasty (pta) of the a. Subclavia with two access points, both radial and femoral approach. After wire passage and pre dilatation a stent was successfully placed. This was done from the groin with the use of a long wire with a nice result. After a successful procedure the physician wanted to close the access in the groin with the use of the involved anigo-seal device. The procedural sheath was replaced by the delivery sheath for angio-seal. Dilator and wire were taken out and the angio-seal was fully inserted until one click was noticed. The angio-seal was pulled back, and two clicks were noticed. After those steps, the physician went to place the angio-seal and pulled the entire device back. No friction was felt and a complete pull out occurred. The physician directly applied manual compression. This closed the access in the groin. Patient got a pressure bandage and in total six (6) hours of bedrest. The puncture was performed in the common femoral artery (afc), vessel size was less than 4 mm, some minor plaques but not more than 30%. The procedure performed for the patient prior to use of closure device was a percutaneous transluminal angioplasty (pta) of the a. Subclavia with a stent placement. A 6 fr sheath size was used in the groin. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Access was gained with the use of us. A pre deployment angiogram was performed, small lumen loss less than 30% of the afc. Lumen was greater than 4mm. No steep angle was visible on the angiogram or any heavy calcifications, just minor plaques. Puncture was performed with the use of ultrasound (us). There were issues with withdrawing the device. All steps could be taken, including depth measurement, to make sure the sheath wasn't too far from in. Angio-seal was fully inserted and pulled back. Clicks were noticed. After this the physician wanted to set the angio-seal and a full pull out occurred. Equipment or other devices used with the involved product was a 6 fr sheath (short) in the groin, a catheter (vertebral) and a long wire. The patient was in stable condition and the blood loss was less than 100 cc. Direct manual compression was applied with success. Hemostasis was achieved by manual compression with a pressure bandage afterwards.